Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 and auxiliary drawer 2.1 had failed. A field service engineer (fse) reseated rowboard cables, and hardware test application (hta) was run, showing the drawer as open. Upon inspecting the controller board, correct flashing lights were observed. Further examination of the latch revealed missing latch block screws and loose ones, which were replaced. After testing, hta was run again and all pockets in the drawer were found to be functional. All tests passed successfully and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer and auxiliary drawers were failed, both requires maintenance and when entering either of drawers it locks the entire machine had to either log out or reset the machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer and auxiliary drawers were failed, both requires maintenance and when entering either of drawers it locks the entire machine had to either log out or reset the machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.